Event description:
Subject: neuromonics - oasis treatment for tinnitus sufferers. This device exacerbated the tinnitus and it has never returned to previous level. It was prescribed by dr (B)(6) of (B)(6). (B)(6) has suffered untold agony from the exacerbation of the tinnitus noise caused by this device. It has been returned to the company, neuromonics, inc. And money has been refunded for the device itself, but not for physician charges. This report is being filed to hopefully prevent someone else from becoming a victim to this medical. Neuromonics non-invasive device, customized to each pt's individual audiological profile, delivers a neural stimulus that targets the brain's auditory pathways. Clinically administered and monitored, the treatment is a therapy delivered through a compact, lightweight device. Targeting the neurological processes of tinnitus - specifically its audiological, attention-based and emotional aspects. Ntt typically occurs over an approx six-month period, with daily use recommended for two or more hrs per day. Research published in the april 2007 issue of ear and hearing demonstrates that the treatment yields clinically significant reduction in tinnitus disturbance for more than 90 percent of suitable pts. Wear 4 - 6 hrs per day. Dates of use: (B)(6) 2012.